Event description:
Information was received indicating that during use of a smiths medical pneupac ventilator parapac plus, it was noted that the unit was shutting down on its own. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac accessories . Device physical condition arrived with a nicked on the front. When testing was done and left on for two hours on the test lung, the event was unable to be duplicated. No fault could be found with the device. Actions to replace the service kit as a pm. Device passed all testing.

Event description:
Investigation completed on a smiths medical ventilators/pneupac ventilators.